Event description:
The customer stated that they ordered aspartate aminotransferase activated (ast-a) reagent and it was labeled incorrectly as alt-a. The customer stated that the barcode is also labeled ast-a and when scanned the instrument recognizes the ast-a assay. The customer stated they will cross out alt-a and write ast-a on the bottles. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.